Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov 2023. The instructions-for-use supplied with the device, state, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the capsure fixation device deployed two fasteners at the same time twice and while deploying 5th fastener no fastener came out. It was reported that no fasteners deployed at the same time successfully fixated the 3dmax mesh and were removed from the patient's body. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2023. The instructions-for-use supplied with the device, state, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing. Based on the sample evaluation there is no indication the device would deploy two fasteners at once. The most probable cause is an event occurring during user/device interface. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the capsure fixation device deployed two fasteners at the same time twice and while deploying 5th fastener no fastener came out. It was reported that no fasteners deployed at the same time successfully fixated the 3dmax mesh and were removed from the patient's body. There was no patient injury.